Event description:
Customer claims unit folded while attempting to unload unit with pt on board from ambulance. The attendant at head end was pulled forward and out of the back of the vehicle due to momentum. Attendant received facial abrasions, lacerations, and a sprained neck.